Event description:
It was reported that a patient underwent a lumbar posterior incision, decompression, bone graft fusion, and internal fixation surgery procedure on (B)(6) 2024 and absorbable hemostat was used. During the surgery, absorbable hemostatic fluid gelatin and absorbable hemostatic gauze were used, and the patient was discharged smoothly. On the 19th day after surgery, the patient experienced increased pain in the surgical area, local redness and swelling, and accompanied by fever symptoms. There was secretion from the wound dressing change, and the culture results showed "staphylococcus aureus". On the 47th day after surgery, under general anesthesia, the patient underwent "lumbar posterior lesion clearance surgery+fusion device removal surgery+perfusion flushing surgery". The surgery went smoothly and the patient was discharged. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What was the intended use of the surgiflo? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgiflo used (on what tissue)? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. How much surgiflo was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. Was the surgiflo product left in place? Was the excess removed? 12. What is physician¿s opinion as to the cause of or contributing factors to this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? 14. Was there an alleged deficiency of the surgiflo that contributed to the patient¿s post-operative events 15. What is the patient¿s current status? 16. If applicable, will product be returned, return date, tracking information? 17. What is the users experience w/ surgicel fibrillar and other hemostatic agents? 18. What is the users experience w/ surgiflo and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4. Primary UDI number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation. Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? The patient underwent posterior lumbar resection, decompression, fusion and internal fixation due to "lumbar spondylolysis (l5) on (B)(6) 2024". 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Because the patient drank alcohol before surgery, cephalosporin skin test could not be done, and clindamycin with low anti-infective effect was done to prevent infection. 3. What was the intended use of the surgiflo? Address active bleeding. 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Address active bleeding. 5. What is physician¿s opinion as to the cause of or contributing factors to this event? Relate to patient 6. What is the patient¿s current status? On (B)(6) 2023, the patient underwent "posterior lumbar debridement + cage removal + perfusion irrigation" under general anesthesia. The surgery went smoothly, and the patient was discharged. 7. If applicable, will product be returned, return date, tracking information? No. 8. What is the users experience w/ surgicel fibrillar and other hemostatic agents? Normal. 9. What is the users experience w/ surgiflo and other hemostatic agents? Normal. The following information was requested, but unavailable: 1. Was there any intraoperative concurrent use of other products? 2. Where was the surgiflo used (on what tissue)? 3. Where was the surgicel used (on what tissue)? 4. How much surgicel was used during the procedure? 5. How much surgiflo was used during the procedure? 6. Was the surgicel product left in place? Was the excess irrigated and removed? 7. Was the surgiflo product left in place? Was the excess removed? 8. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? 9. Was there an alleged deficiency of the surgiflo that contributed to the patient¿s post-operative events? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.